Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure to remove and replace the device with appropriate size. The surgeon decided that the device was a better fit for the patient. There were no patient complications in relation to this event. A full recovery is expected for te patient.